Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer also stated that the insulin pump reservoir and screen was cracked. Customer stated reservoir was able to lock in place when inserted into insulin pump. Customer stated that they experienced high blood glucose level of 33 mmol/l and was treated with needle. Customer stated that the drive support cap appeared normal slightly indented. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.